Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with pauses in pacing. Technical services (ts) reviewed the device data and noted that although the right ventricular automatic threshold (rvat) tests were recorded as successful, the algorithm did not detect the loss of capture (loc). High pacing thresholds and an extended pause were also observed. Ts recommended evaluating the lead position. No adverse patient effects were reported. This rv lead remains in service.